Event description:
The device was returned for a downstream air sensor failure. The reported issue could not be confirmed. Some slight drag was noted on the fva pins before testing was performed. Device was able to perform mock infusions normally. Device was reverted to perform admin set ID testing, and it was able to detect fluid and air successfully. An internal investigation was performed and no damage was identified. The aforementioned dragging fva pins were cleaned and drag resolved.

Event description:
The following has been reported: biomed emailed and reported issue is "pump not working". Waiting for results of test infusion. There was no patient harm and no report of issue stopping an active infusion. Biomed reported pump passed test infusion, no errors. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.